Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen unresponsive. Troubleshooting was performed and the issue was confirmed. A reset was performed, and the issue continued. There was no reported impact to the customer's blood glucose level.